Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident. The other blood glucose was over 600 mg/dl and 590 mg/dl. Customer treated with insulin pump and manual injection. The customer was not using the auto mode feature. The customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will be and reservoir will not be returned for analysis.